Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc did not retract. The following information was provided by the initial reporter: lot#4162541 button stuck.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: thank you for sending in your sample; however, the sample appears to have been lost. Please understand this is a rare occurrence and we apologize. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Should the sample be located, we will reinvestigate and respond back to you with the results. Production records were reviewed, and these batches meet our manufacturing specification requirements. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.